Event description:
It was reported that a peritoneal dialysis patient passed away. The cause of death was not reported. It was not reported if peritoneal dialysis therapy was ongoing until time of death. It was not reported if an autopsy was performed. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Pt age: the patient was born on an unspecified date in 1960. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). As the device was not returned for evaluation and the serial number is unknown, a device analysis could not be performed. The cause of the reported death could not be determined with the available information. Should additional relevant information become available, a supplemental report will be submitted.